Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 76-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was scai stage e shock. During support, the nurse reported hemolyzed laboratory results, raising concern for hemolysis. The clinical team was uncertain whether the laboratory findings were related to impella support or the patient's severe underlying cardiogenic shock and critical illness. Device position was evaluated and confirmed by bedside echocardiogram, and central venous pressure (cvp) was assessed. The impella performance level was reduced from p-9 to p-7, with flows reported at approximately 3.3 l/min. No allegations of device malfunction were made, and no concerns were raised by the clinical team attributing the reported findings to impella performance. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq sodium bicarbonate. The patient remained critically ill, and the family elected to withdraw care prior to any additional evaluation or intervention for the reported hemolysis. The patient subsequently expired. The death is conservatively being reported; however, based on the available information, the outcome is more likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock, scai stage e shock, and overall critical clinical condition.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.